Event description:
It was reported that endotracheal tube, size 3.5mm is hard and stiff, not flexible resulting in vocal cord trauma and high failure rate of successful intubation.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It was further reported patient experienced vocal cord edema. Requested additional event information on (B)(4) 2014. An evaluation was performed on (B)(4) 2014. Five unused endotracheal plain tubes, i.d. 3.5 mm fitted with color coded pp connectors of corresponding sizes and tubes marked as per unomedical specification and work order # (B)(4). Products were received in sealed preprinted blister pack. The samples were tested on (B)(4) 2014, (B)(4) 2014 and (B)(4)2014. Returned samples were examined and no signs of visual defect could be observed. The tubes were subjected to hardness test via calibrated hardness tester and an average value was obtained from testing resulting in 85.7 to 86.4; and found to be within specification of 85-89 and considered "acceptable" as per inspection criteria. Review of the primary processes was performed and they were run within the established parameters; review of incoming test report for hardness test record revealed that this batch was considered acceptable at the point of release and review of the risk assessment file does cover potential cause (hard/stiff tube) and it's controlled. Review of the complaint trend within year 2009 to ytd april 2014 for the tube hard/stiff issue, showed statistically, there is no significant negative trending could be observed. An investigation on the representative samples showed that it met specification as the sample passed the hardness test. However, we will continue to monitor the complaint trend to find out if there are any other possible causes which may lead to this defect. Thus, no further evaluated needed and complaint can be considered closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 05/22/2014.